Event description:
The: hcp reported an infection. The symptoms include incisional wound opening and drainage. The primary location of the infection was the lead track. Cultures were obtained from the thoracic incision with unk organism noted. The patient was treated with IV and oral antibiotics, and total device system explant. The infection resolved.